Event description:
It was reported that one day post implant the right atrial (ra) lead had high thresholds and the device auto-adjusted the outputs. A subsequent device check indicated that the thresholds were no longer elevated. The ra lead remains in use. No patient complications have been reported as a result of this event.